Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The console was not returned. The data logs were reviewed and showed multiple instances across case where alarm was triggered. The root cause of the optical sensor failure alarms were due to a low signal not reliable optical bench. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. During support, the optical sensor was not working. The patient stayed hemodynamically stable and continued to receive effective support from the pump.